Event description:
A (B)(6) old female pt called zoll customer support to report that the response buttons were not powering up her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation, the rear response button was not functioning, which was caused by an unplugged rear response button flex connector. The root cause for the unplugged flex connector could not be positively identified. Once the flex connector was re-connected, the response button was fully functional. No adverse event resulted form the unplugged flex connector. The pt received a replacement monitor.